Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for gross alignment difficulty or inability and thv dislodged off balloon during withdrawal through sheath were unable to be confirmed as no device or relevant imagery was provided for evaluation. In this case, there was no allegation on a device malfunction contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. As reported, "the physician pulled the balloon the gross movement for valve alignment too far and the valve was at nose cone." Per training manual, user is instructed not to pull the balloon catheter past the warning marker during gross alignment, and to not position the thv past the distal valve alignment marker as this will prevent proper thv deployment. In this case, it is likely that physician pulled the balloon catheter too far past the warning marker, causing the valve to over-align and pass the distal valve alignment marker. As such, available information suggests that use error (excessive gross alignment) may have contributed to the complaint event. As reported, "the valve came off the delivery system when the physician tried to pull into the sheath. With the valve still on the wire," the thv is designed to be crimped directly onto the inflation balloon to minimize the profile of the crimped thv during maneuvers. Once the thv is aligned over or past the inflation balloon, the profile of the thv is larger than crimped thv off the inflation balloon. Per procedural manual, "crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve." As such, it is possible that the larger profile of the crimped thv caught on the sheath tip during retrieval, and additional device manipulation performed to overcome the retrieval resistance caused the thv to dislodge from its position on the balloon. Per procedural manual, "do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again." As such, available information suggests that procedural factors (withdrawal of altered thv profile, device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialsit, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the physician pulled the gross movement for valve alignment too far and the valve was at the nose cone. The valve came off the delivery system when the physician tried to pull into the sheath. With the valve still on the wire, the physician pulled the delivery system out and was able to get a small balloon to pass through the valve. The team did serial dilation of the valve in the descending aorta and the valve was fully deployed. A second valve was then placed in aortic annulus.